Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket and lead sites. Symptoms were redness and pus at the ipg and lead site. Medication was prescribed. There was no malfunction. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure.